Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, case cracked at the corner of the belt clip rails, broken battery tube threads, serial number label faded, missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's plastic ring on top of the reservoir was loose. The insulin pump also had cracks along the reservoir compartment. Customer's blood glucose level was 9.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.